Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed, functional testing was performed and a malfunctioning downstream occlusion (dso) sensor was identified. This event is reportable based off of the faulty sensor. The dso sensor was replaced to address this issue.

Event description:
It was reported that the unit had failed the bolus cord test and had not detected a bolus cord button press. Per reporter, the issue occurred during testing. There was no patient involvement. Device evaluation revealed a malfunctioning downstream occlusion (dso) sensor.